Event description:
Pt incurred an injection of air during contrast CT. Air identified in right ventricle. Incident was attributed to user error and failure to change syringe in power injector from previous pt. Pt was admitted for observation after air emboli noted on CT scan. No negative sequelae to pt.